Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had surgery on (B)(6), which required the patient to turn the device off. When the patient tried to activate it on the day of discharge, the patient could not get it to turn on even the agent from the company was not able to. When the patient went to the clinic, the patient's health care professional (hcp) was able to get it to activate (with difficulty). There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was trying to turn their ins on when the programmer showed a power on reset (por). The patient noted turning their ins off for an unrelated surgery the thursday before the report, and it was reviewed that the surgery could have caused the por. The patient stated they were trying to turn the ins back on and the programmer showed the por. The patient was redirected to their healthcare provider or to request a representative. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient went to the urology clinic and they had a little trouble resolving the por, they had some problems and it took time. However, they were able to get it to reset, and it has been resolved. There were no patient complications reported as a result of this event.